Event description:
It was reported that particulate matter (pm) was found in fifteen (15) exactamix empty eva bags 500 ml. The issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.